Manufacturer narrative:
(B)(4). Date sent: 10/11/2024, d4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, and the expiration date is currently not available. Therefore, the full UDI is not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many devices were used in the procedure? If there was a 2nd device used in the procedure, did that device have the same issue? Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Event description:
It was reported that during robot assist pancreatectomy, 5 minutes after clamping and firing, there was a bleeding from the middle of the staple line on the remaining pancreas side. The staples were not formed as intended, and there were about 3 unformed staples. The pancreas on the side to be removed had three rows of staples. The bleeding was stopped, and the staples were reinforced with robotic clips. The condition of the patient was no problem the next day. There was no indication that the surrounding vascular tape was rolled in checking on the video. What was different from usual was that the cartridge was inserted where the anvil was to be placed down and cut off. The surgeon said that the pancreas was not too thick, but just thin enough. The hemostatic area was clipped with a ligation device. The cartridge color was green. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/23/2024 additional information received: the cartridge color was green. The staples were unformed on the first firing on the middle of the device.